Event description:
Registered nurse (rn) reports one incidence of a blood leak with ca 210 dialyzer. It was the 31st use. Treatment was stopped and blood was not returned to the pt. Blood leak was confirmed with a hemastix and visually. Estimated blood loss was 165cc. Treatment was restarted with new disposables. Rn denies any pt injury or medical intervention associated with this incident.